Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown femoral nail with unknown part and lot numbers. Unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: kim, j.w., cuellar, d.o., hao, j., herbert, b., and mauffrey, c. (2016). Prevention of inaccurate targeting of proximal screws during reconstruction femoral nailing. Eur j. Orthop surg traumatol, vol 26, pp391-396. [Korea and USA]. This was retrospective review of a study involving synthes devices, anterograde femoral nail (afn) and the expert asian femoral nail (a2fn). The purpose of the study was to identify underlying causes by simulating the forces involved in a controlled laboratory setting and then to illustrate some intraoperative tips on how to detect this malalignment and suggest solutions to prevent intraoperative complications. Complications associated with lab simulation will not be captured. However, the authors discussed one case of a (B)(6) female who experienced a subtrochanteric hip fracture after an auto accident below previously implanted screws. Prior to the injury, she had screws implanted for a femoral neck fracture. The screws were removed, a a2fn nail was inserted with 2 proximal reconstruction screws. Ten days after surgery, xrays confirmed the nail had migrated and screws were not positioned correctly. The patient required revision surgery. This is report #1 of #1 for (B)(4). This report is for an unknown a2fn with an unknown part number, lot number and quantity.